Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh; contraction; shrinkage. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9254941. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6). Operative report. Assistants: (B)(6). Preoperative diagnoses: incarcerated ventral hernia. Incisional hernia at the umbilical site. Postoperative diagnoses: incarcerated ventral hernia. Incisional hernia at the umbilical site. Procedures performed: repair of incarcerated ventral and incisional hernias with mesh. Indications for operation: this 34-year-old with a history of ventral hernia and also an incisional umbilical hernia. This was bothering her and given her pain, which is the reason why she looked for surgical treatment. Description of operation: ¿the patient was brought from the preoperative area and placed supine on the operating table. General endotracheal anesthesia was achieved by the anesthesia team. Sequential compression devices and a foley catheter were placed by the surgical resident. Then, the abdomen was prepped and draped in a sterile fashion. The operation started by placing a veress needle in the left upper quadrant. Then, a 15 mmhg pneumoperitoneum was created. A 5 mm trocar was places in the left flank using the optiview technique, and a diagnostic laparoscopy showed a 4 cm ventral hernia. Another 5 mm trocar was placed in the left lower quadrant, and another 10 mm trocar was placed in the left upper quadrant. Using the harmonic scalpel, all the omentum was removed from inside the hernia, and all the adhesions were lysed, as well. Then, there were two defects close to each other, one ventral measuring about 4 cm, and then another one at the umbilical area measuring 2 cm. The decision was made to place a 15 x 19 oval gore-tex mesh to cover both defects with adequate overlapping. The mesh was rolled inside and placed inside of the abdomen; 0 ethibond sutures were placed on each corner of the mesh, and then the mesh (once it was inside the abdomen), was unrolled and secured to the abdominal wall using the suture device. Once the mesh was already in position, the defect was covered with adequate overlapping. The sutures were tied to the abdominal wall affixing the mesh to fascia. Satisfied with mesh placement, then, the endotacker device was placed every 2 cm to secure the mesh all around to the fascia. Satisfied with the mesh placement, careful hemostasis was achieved, and the pneumoperitoneum was evacuated. All the port sites were removed under direct vision. Then, all the incisions were closed with 4-0 monocryl and dermabond skin dressing; 0.25% marcaine was infused in the wound. The patient was awakened in the operating room and transferred to recovery in good disposition. I was present during the operation, and instrument and lap count was correct times two.¿ (B)(6) 2012: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 9254941. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/9254941) was implanted during the procedure. (B)(6) 2012. [Facility ni]. (B)(6). Radiology-CT abdomen without contrast. Indication: 34-year-old with history of panniculectomy with palpable lower abdominal fluid. Concern for postoperative seroma. Findings: heart not enlarges. Visualized lung bases clear. Evaluation of abdominal viscera for presence of intraparenchymal pathology suboptimal in absence of contrast infusion. Unenhanced liver, gallbladder, pancreas, spleen, adrenal glands, and kidneys unremarkable. Gastrointestinal tract suboptimally assessed in absence of oral contrast ingestion. Small bowel grossly normal in caliber without evidence of mechanical obstruction. Appendix visualized and appears unremarkable. Examination of soft tissues reveals midline abdominal scarring, likely related to panniculectomy. Ventral abdominal mesh present, but its left half had folded posteriorly to right side. Only small quantity of fat herniates through resultant anterior abdominal was defect. No loculated fluid collection apparent adjacent to postoperative changes. Visualized osseous structures notable for degenerative change of sacroiliac joint, left side greater than right, with bilateral vacuum phenomenon. Impression: no evidence of seroma or drainage fluid collection. Hernia mesh has folded and become redundant on right side. Only small fat-containing ventral hernia apparent. (B)(6) 2012: (B)(6). Operative report. Attending surgeon: (B)(6). Assisting surgeons: oman babikir, md (r-2). Sheeraz daudi (ms-3). Preoperative diagnosis: recurrent incarcerated ventral hernia. Postoperative diagnosis: same. Procedure performed: laparoscopic repair of recurrent incarcerated ventral hernia. Laparoscopic removal of old mesh. Anesthesia: general. 30 cc of 0.25% marcaine. Specimens: mesh removed from anterior abdominal wall. Estimated blood loss (ebl): 20 cc. Findings: periumbilical fascial defect, approximately 2 cm, and another fascial defect just cranial to the umbilical defect approximately 1 cm. Prior a [sic] mesh retracted and folded over on itself with multiple adhesions. Complications: none. Condition: stable. Disposition: transported to postanesthesia care unit extubated in stable condition. Indication for procedure: the patient is a 34-year-old african american female with a past medical history significant for laparoscopic ventral hernia repair (B)(6) 2012, and a panniculectomy, (B)(6) 2012, who presented recently with complaints of abdominal pain, (B)(6) 2012. A CT scan done prior to that had shown a hernia with the mesh folded and redundant on the right side. She was, therefore, scheduled for an elective ventral hernia repair. She presents today for said repair. The risks and benefits of the procedure were discussed with the patient who agreed to proceed, and a signed informed consent was obtained in from of a witness. Description of procedure: ¿the patient was taken to the operating room and placed on the operating table in a supine position. Sequential compression devices and a foley catheter were placed, and perioperative antibiotics (ancef) were given. General anesthesia was induced, and the patient was intubated by the anesthesia team. A time-out procedure was performed with the name of the patient, date of birth, medical record number, and intended procedure (were confirmed). The abdomen was prepped and draped in the usual, sterile manner. A small stab incision was made in the left upper quadrant, and a veress needle was used to enter into the peritoneal cavity. A 15 mmhg pneumoperitoneum was the created. A 5 mm trocar was placed lateral to the umbilicus using the optiview technique. The camera was inserted, and the abdomen inspected. There were no injuries noted from the initial placement of the veress needle or the initial trocar placement. On further inspection of the abdomen, it was noted that there were many adhesions to the anterior abdominal wall including some bowel loops within the adhesions. An umbilical hernia, as well as a small fascial defect just cranial to the umbilical hernia, was noted. Under direct vision with the laparoscope, a 12 mm trocar was placed in the left lower quadrant using the patient¿s panniculectomy scar. A 5 mm trocar was also placed in the left upper quadrant. Using the harmonic scalpel, the adhesions were systematically taken off of the anterior abdominal wall. There was no bowel directly attached to the mesh. In addition, the harmonic scalpel was used to carefully remove the old mesh in its entirety. This was taken out through the 12 mm trocar site. Hemostasis was achieved using the harmonic scalpel, as well as electrocautery. On inspection of the fascial defect, it was determined that a 15 x 20 cm dual proceed mesh would be used, so 4 ethibond sutures were placed at the corners and tied in place. The mesh was rolled and placed into the abdominal cavity via the 12 mm trocar. The mesh covered both fascial defects with greater than 3 cm overlap. The suture passer was used to enter the peritoneal cavity, and the sutures were brought out at the four corners and held in place using a hemostat. There was good overlay on the anterior abdominal wall without folds or wrinkles. Once we were satisfied with the mesh placement, an endotak device was used to place tacks every 1.5 to 2 cm around the circumference of the mesh at the edges. We also placed tacks in the middle of the mesh surrounding the fascial defect. The abdomen was inspected. There was no evidence of any other hernias or injury from our dissection or mesh placement. The 12 mm trocar was removed under direct vision, and using the endo passer, the fascia was closed using 0 ethibond sutures times two. The 5 mm trocars were removed, and the pneumoperitoneum was evacuated. The 12 mm incision was closed with 3-0 vicryl, and then 4-0 monocryl was used to reapproximate the skin edges on all incisions. Octylseal was used to reinforce these sutures, as well as close the stab incisions; 20 cc of 0.25% marcaine was used to infiltrate the incisions for postoperative local anesthesia. The patient tolerated the procedure well, was extubated and taken to the postanesthesia care unit in stable condition. All sponge, needle, and instrument counts were correct. The attending was present for the critical portions of the procedure.¿ (B)(6) 2012: (B)(6). (B)(4). Pathology report. Final report. Case: (B)(4). Final diagnosis: abdominal wall; suspension mesh removal (t-74000 p-1130 88304): lobulated mature adipose tissue. Suspension mesh (8.3 cm) by gross examination. Clinical information: specimen(s): old mesh. Clinical diagnosis: recurrent ventral hernia. Operation: none provided. Clinical history: recurrent ventral hernia. Gross description: the specimen, received in formalin labeled with the patient¿s name and ¿old mesh,¿ is an 8.3 x 5.1 x 0.4 cm pink-tan mesh with multiple metallic hooks averaging 0.4 cm in greatest diameter and adhered, grossly unremarkable, tan, lobulated, soft tissue. A representative section of the soft tissue is submitted in cassette a1 and and [sic] the mesh is submitted for gross examination only. Microscopic examination: all section are examined. Histologic findings are summarized in final diagnosis. The attending pathologist whose signature appears on this report has reviewed and interpreted the diagnostic slides and had edited the gross and/or microscopic portion of the report in rendering the final microscopic diagnosis. The pathologist has reviewed the diagnostic slides for quality purposed. These slides meet the required laboratory standards for rendering the final microscopic diagnosis. This service has been performed in part by a resident/fellow under the direction of a teaching physician. Records span (B)(6) 2012 to (B)(6) 2012. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.